Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine generator change. During the procedure, it was noted that the patient's right atrial (ra) lead exhibited noise causing inappropriate automatic mode switch to occur in the past. Therefore, the physician elected to cap and replace the ra lead on (B)(6) 2021. The patient was in stable condition.